Event description:
It was reported that during use of the syringe s2 5ml 22ga 1-1/4in the rod and barrel was not tight enough, resulting in insufficient negative pressure. Foreign complaint the following information was provided by the initial reporter, translated from chinese to english: at 9:30 on (B)(6) 2019, when the nurse conducted venous blood collection for the children, it was found that the sealing of the 5-ml syringe plunger rod and barrel was not tight enough, resulting in insufficient negative pressure, and the extracted blood was mixed with tiny foam, which could not be tested. The syringe was immediately replaced, and the blood was re-punctured after disinfection with cleanser, and the blood was re-collected. No other disputes occurred. After using the same batch of products in the department, no similar problems were found.

Manufacturer narrative:
H.6. Investigation: bd has not been provided with photos or samples for catalog: 301942 lot: 1811138 to investigate this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. DHR showed no indication of the alleged defect. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the syringe s2 5ml 22ga 1-1/4in the rod and barrel was not tight enough, resulting in insufficient negative pressure. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: at 9:30 on (B)(6) 2019, when the nurse conducted venous blood collection for the children, it was found that the sealing of the 5-ml syringe plunger rod and barrel was not tight enough, resulting in insufficient negative pressure, and the extracted blood was mixed with tiny foam, which could not be tested. The syringe was immediately replaced, and the blood was re-punctured after disinfection with cleanser, and the blood was re-collected. No other disputes occurred. After using the same batch of products in the department, no similar problems were found.